Event description:
It was reported that during a hand assisted nephrectomy procedure, the device was used for the first firing on the renal artery. The surgeon went to move the firing trigger forward to fire, but the device only moved forward partially and then locked out. Then it would not open. A grasper was used to open the jaws and remove the device from the tissue. There was no trauma to the tissue once the device had been removed. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.